Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga the catheter cracked. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this report is about catheter damage. When the product was used on a patient, cracks were observed in the catheter. The product was used on a patient at an ultrasound center. Cracks were observed in the catheter.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: b5: describe event or problem: it was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga the needle was through the catheter while introducing catheter. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this report is about catheter damage. When the product was used on a patient, cracks were observed in the catheter. The product was used on a patient at an ultrasound center. Cracks were observed in the catheter. H6: investigation summary: bd received two unsealed 22 gauge insyte autoguard blood control pro units from lot 2305382 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed that only one of the devices came with a catheter and both units appeared to be used. Next, the engineer performed a water and air leak test on the units. A leak was discovered coming from the catheter tubing of one of the devices. This unit was taken for microscopic inspection and a v-shaped cut was observed in the tubing. This type of cut was usually indicative of the needle piercing through the catheter tubing. Therefore, based off the visual inspection and testing the engineer was able to verify the reported defect. However, a definitive root cause could not be determined as these devices appeared to have been used. It this was a manufacturing defect the device would have been received with the needle sticking out of the catheter. This would make the device unusable.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga the needle was through the catheter while introducing catheter. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this report is about catheter damage. When the product was used on a patient, cracks were observed in the catheter. The product was used on a patient at an ultrasound center. Cracks were observed in the catheter.